Event description:
Major pump unit(s) involved: blood pump. Additional text: suspicious clot; tee and cta negative for clots. Specific component(s) involved: inflow valve. Additional text: suspicious clot; pump stopped and could not be restarted. Other component: causative or contributing factor: no specific contributing cause identified. Other cause: intervention(s): replacement of external controller; other interventions, specify; replacement of external battery. Other intervention : power source changed. Implant device type: lvad. Malfunction device type.

Event description:
Major pump unit(s) involved: blood pumpspecific component(s) involved: inflow valve